Manufacturer narrative:
Device history review: manufacturing location: (B)(6) - manufacturing date: november 11, 2014 - expiry date: november 1, 2019 - no non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device has not been reported as explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a drill bit interfered with a screw hole of the reported nail during surgery. The interference happened at the distal hole for second screw insertion after the surgeon finished inserting multiloc screws at the proximal region and one locking screw at the distal region. Eventually, the surgeon completed drilling the hole under the image intensifier. There was an eight minute delay in the surgery. No interference occurred at pre-surgery device check. This is report 1 of 1 for (B)(4).